Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing obtained negative results. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that possible a1 b1 where pressure and tray alignment are affecting the two far left lanes. Initial run# 444 - b1,b7, b8 (positive), n1; repeat run# 445 - a1, a2, a3 (negative).

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported receiving false n1 positive results. Customer reported that they have repeated the samples on another platform and the results were negative. Customer performed environmental monitoring and found zone 1 and zone 2 were n1 positive. Customer performed cleaning. Customer found that the pcr cartridge was positive for rnasep. Customer reported that after cleaning, the mouse resulted in unr and the reader was positive for rnasep. Customer cleaned both drawers and side b still was positive for rnasep. Customer performed cleaning and em results were all negative. Customer performed three runs each with fluctuation on amplification. Database was reviewed by service and it is determined that there is an issue with pump #1 and rack alignment could be off with persistent rnasep contamination on the mux glass. Field service was dispatched. Field service tightened the loose connections on the pump tubing, replaced pump #1, cleaned and reseated all connections for the gantry. Field service performed health check and realigned the rack. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 11jul2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(4) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing obtained negative results. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that possible a1 b1 where pressure and tray alignment are affecting the two far left lanes. -initial run# 444 - b1,b7, b8 (positive), n1; repeat run# 445 - a1, a2, a3 (negative).